Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was "leaking from the inside by the control buttons". No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation. The unit was leaking water from the inside. The investigator noted a damaged tank cover. There were also some broken pcb parts, in addition to noisy pump. The investigator filled the tank with water, fitted a temperature check apparatus, and powered on the device. The unit began leaking after it was ran for a few minutes. The customer reported product problem was therefore confirmed. The reservoir cover, gasket, and pcb were all replaced. The unit passed all functional tests after the replacements were made.